Event description:
It was reported that approximately two days post implant of the implantable cardiac monitor (icm), the patient began to feel unwell. The patient reported being bruised from their belly to their neck from their procedure, with a possible hematoma. The patient also reported having a lump in the area with a fever. The patient placed ice on the area to relieve the pain. The patient was also prescribed two antibiotics. It was also reported that instructions for setup and use of patient assistant were too long and complicated. No troubleshooting taken. Verified the remote monitor connection and educated the patient about the remote monitoring. The patient assistant remains in use. The icm remains in the patient . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.